Event description:
It was reported that approximately two weeks post-op of having a posterior and anterior repair and a hysterectomy, the patient returned to the doctor's office complaining to a poking sensation and pain. The doctor prescribed estrogen cream and sent the patient home. Approximately two weeks later, the patient came back with the same issues. Upon examination, the doctor found exposed mesh. The doctor removed as much of the mesh as he could see and pulled the edges of the incision back together and reclosed the incision. The patient was sent home and told to continue the estrogen cream. During the next scheduled examination, the doctor excised more exposed mesh. No additional information has been provided and no further complications have been reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred. Extrusion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence".